Manufacturer narrative:
The customer reported that the operator was not able to hear the patient due to a failed microphone on the breathing light assembly. The customer confirmed with the philips helpdesk that there was no patient impact and no harm as a result of this event. Philips field service engineer replaced the breathing light assembly which contains the microphone on to resolve the malfunction. The system is operational and in clinical use. Further investigation and evaluation of this issue determined this not to be a reportable event.

Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
The customer reported the operator was not able to hear the patient due to a failed microphone on the breathing light assembly. If the operator is unable to hear the patient due to a failed microphone, there is potential for injury to the patient. This issue has been determined to be a reportable event. This event is currently under investigation.